Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs baclofen with concentration 2 ,000.0 mcg/ml was being administered at a minimum dose rate of 12.7 mcg/day as of (B)(6) 2019. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The pump and catheter were returned to the manufacturer. On (B)(6) 2019 it was further reported that regarding if the catheter may have migrated/become dislodged or if there was a problem with the initial catheter placement, it was clarified that it was never determined, but could be possibilities.

Manufacturer narrative:
H3. Analysis of the 8731sc {sn= (B)(6)} catheter body found a user related hole. Analysis of the 8598a {sn=(B)(6)} found acceptable testing and the was incomplete and returned in segments. H6. The results code 213 and conclusion code 67 refers to the 8598a. The results code 114 and the conclusion code 19 refers to the 8731sc catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8598a, lot/serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019. Product type catheter, product ID 8731sc, lot/serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019. Product type catheter. The evaluation code method has been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The patient was revised on (B)(6) 2019. The catheter was confirmed to be not working. It was suspected the catheter was epidural and not intratecal. The rep planned to send the old catheter back for analysis. The catheter was replaced with a new 8780 catheter and a smaller pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that it was thought the catheter may have dislodged/migrated or there may have been a problem with the catheter placement. There were no factors reported that may have cause or contributed to this issue occurring. The catheter had been sent back to the manufacturer for analysis.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8598a, lot/serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter, ubd: 09-aug-2020, UDI#: (B)(4) & product ID: 8731sc, lot/serial#: (B)(4), implanted: (B)(4) 2012, product type: catheter, ubd: 13-jan-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving an unknown dose and concentration of baclofen via an implantable pump for intractable spasticity and cerebral palsy. It was reported that it was suspected the catheter may not be working properly. A catheter access port (cap) procedure was performed and the catheter did not aspirate. Surgery to fix the catheter was scheduled for (B)(6) 2019. The issue was not resolved at the time of the report, (B)(6) 2019. The patient's status was provided as alive - no injury. No further complications were reported or anticipated. Additional information was received from the manufacturing representative (rep). The rep reported the patient had experienced symptoms of withdrawal. The pump was titrated down and cap procedure was performed to conclude the catheter was not working properly, as describe above. It was unknown why the catheter was not working properly. The surgery was rescheduled for (B)(6) 2019. The rep planned to tell the physician to return the explanted products to the manufacturer for analysis at the time of the removal.